Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported implant battery was dead and wouldn't charge up. The patient was getting poor communication on the patientprogrammer. The patient reported poor telemetry or no telemetry with recharging. The patient had tried charging the implant and repositioning the antenna, but the implant still would not charge. The patient was last able to successfully charge the device ¿probably¿ 2 weeks ago. The patient reported that both external devices would not connect with the implant. The patient was redirected to their healthcare provider (hcp) to address possible overdischarge. The patient reported that since her therapy is off, the burning had returned. The patient confirmed that she was referring to the burning pain that she got the device to help with was returning. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is unaware of their reason for not charging. The patient stated their battery was discharged due to phantom tingling. The patient has tried calling their office, but have not gotten a response, and the their issues have not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.